Manufacturer narrative:
Correction- block d1: brand name was corrected from "refinity short tip" to "refinity st rotational ivus catheter" to align with gudid. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a refinity catheter was used in an emergent coronary diagnostic procedure. During pullback, the catheter was recognized but the image did not appear. The procedure was completed with another refinity catheter and no patient injury was reported. This product problem is being reported because the catheter could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: no information available. Block b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the refinity catheter was discarded and not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.